Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 0.5ml 31ga 6mm nla, the device experienced separation of the hub. The following information was provided by the initial reporter. The customer stated: the patient who was going to administer the insulin removed the cap from the syringe and the pavilion with everything and the cannula came off, making it impossible to load the syringe with the medicine. There was no impact on the user as the drug could not be delivered with that syringe.

Manufacturer narrative:
H.6. Investigation: customer returned several images of a syringe and a polybag for 0.5ml, 31 gauge, 6mm syringes lot 0307337. The body of the syringe, the needle hub, and needle shield have separated with no signs of damage to the individual parts. A review of the device history record was completed for batch# 0307337. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA# 1630423 was initiated.

Event description:
It was reported when using the bd syringe 0.5ml 31ga 6mm nla, the device experienced separation of the hub. The following information was provided by the initial reporter. The customer stated: the patient who was going to administer the insulin removed the cap from the syringe and the pavilion with everything and the cannula came off, making it impossible to load the syringe with the medicine. There was no impact on the user as the drug could not be delivered with that syringe.